Event description:
Toothbrush head break...top screw/nut thing...head came off the part that goes on the top of the toothbrush - oral-b [device breakage]. Case narrative: consumer via chatbot stated that the top screw/nut thing on the oral-b floss action toothbrush head broke. The oral-b toothbrush head came off of the part that goes on the top of the oral-b toothbrush. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.